Event description:
The lahey clamp broke during while in use by doctor. The md removed the clamp jaw, which had broken off from the operative site, and handed the clamp and the piece (jaw) to the circulating nurse.